Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
It was reported that lead revision surgery happened on (B)(6) 2019 during which the lead was re-positioned. Post operatively effective therapy was restored .